Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence and urethral atrophy. It was also mentioned that one of the factors that contributed to the incontinence was radiation. The aus was implanted and replaced. There were no additional patient complications.